Event description:
It was reported that the patient had his malleable penile prosthesis removed for unknown reasons. A new inflatable penile prosthesis consisting of 21 cm x 12 mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information.

Event description:
It was reported that the patient had his malleable penile prosthesis removed for unknown reasons. A new inflatable penile prosthesis consisting of 21 cm x 12 mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient experienced dissatisfaction with the malleable penile prosthesis and desired an inflatable penile prosthesis. No issue reported regarding the patient outcome.